Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside clinical use when the issue happened. After inspecting the system, the philips field service engineer (fse) visited onsite and confirmed that geometry failed on bootup. Examining the log file fse confirmed the geo ipc is unable to connect with etherate motion network. The cause of the geo pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the geo pc and software reloading by the field service engineer has resolved the reported issue and restored the functionality of the system. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a geometry fault when the device was booted up. No harm was reported to philips. The device was in clinical use at the time of the reported event. Philips has started an investigation of this complaint.